Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported recoverable faults and replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and the reported errors were confirmed but could not be replicated. In artemis, the error 23027, and 23030 were found indicating pot on mtm j23 counterbalance spring cable axis 3, confirming the fault occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm2 was installed onto a golden system where the component functioned as expected. The mtm2 was then installed onto a sftp where all relevant testing was passed within specification. Once testing was completed, the mtm was inspected, and no fault could identified. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The mtm was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned mtm revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to investigate the reported problem. Fse replaced the master tool manipulator (mtm) 4 to address the system faults. The mtm is pending return for failure analysis testing so no further details are available at this time.

Event description:
It was reported that during a da vinci assisted surgical procedure using a dual surgeon side console (ssc) setup, persistent recoverable error fault was observed. Site called tse and review of logs confirmed the issue. Tse advised to disconnect ssc1 and continue the procedure using ssc2 only. Procedure was continued w ssc2 with no injury reported.